Event description:
A customer reported to beckman coulter, inc. (Bec) that lower than expected troponin (accutni) results were obtained from access 2 immunoassay system for three patients. The results were reported out of the laboratory. While troubleshooting with bec hotline, it was discovered that an accutni reagent pack was not in the designated slot on the reagent storage carousel. When this occurs the instrument does not detect either a wrong reagent pack or no reagent pack is present. Repeat testing produced positive results and the reports were corrected. The patient the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. The customer had discovered that an accutni reagent pack had not been properly loaded in the designated slot on the reagent storage carousel. The customer stated to bec customer technical support (cts) that the accutni qc was performed prior to the system switching to the phantom pack. Therefore, qc was within the established ranges prior to the event. The customer reported seven patient results off of the misplaced reagent pack. Of those seven, only three required corrected reports to be generated. The cts assisted the customer in removing the misplaced reagent. Use error is the root cause for this event.